Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 29, 2011. Based on qa assessment, the system met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming lamp. However, how or when the lamp became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lamp was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated vision system tabletop illuminator module. No system messages displayed upon boot-up. Both ports were tested for illumination output and were found to meet company specifications based upon the information, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the tabletop lamp worked only 30 hours and displayed a system message. Additional information has been requested.